Manufacturer narrative:
Additional manufacturer narrative:it was also noted by the surgeon that the edwards device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4) - cholangitis, stage 3 renal insufficiency, complete heart block. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device is not available for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. Through follow-up with the health-care provider, it was learned that the cause of death was "low cardiac output syndrome secondary to recent cardiac surgery compounded by septic endocarditis." According to the patient's discharge summary, this (B)(6) female underwent bioprosthetic aortic valve replacement approximately six years previously. Also at the time she had internal mammary artery placed to her left anterior descending artery. The patient lost to follow up until march of this year when she underwent a common duct stone extraction (source of infection) via retrograde endoscopic approach. The patient recently presented with chest paint and congestive heart failure. Echocardiogram revealed vegetations on the aortic valve and a periprosthetic aortic valve leak. The patient was treated medically with antibiotics. Blood cultures were reported to grow enterococcus faecalis. The patient was treated with gentamicin and vancomycin. The patient was transferred to rogue valley medical center after she developed third degree heart block requiring transvenous pacemaker. The patient remained afebrile but white blood counts remained elevated in the 20,000 to 25,000 ranged. On (B)(6) 2010, the patient had an aortic valve replacement performed. The patient was noted to have abscess cavity under the posterior portion of the aortic valve and noted to have anterior aortic valvular disruption. The valve was excised and gram stains showed gram positive (B)(6) in addition to white blood cells. Following valve replacement the patient had severe low output syndrome upon weaning from cardiopulmonary bypass requiring multiple inotropic medications and intra-aortic balloon. In spite of all medical support the patient continued in a low output syndrome and at 1620 hours began having ventricular fibrillation which could not be controlled. The patient had no palpable pulse or blood pressure and she was pronounced at 1625 hours. Cause of death was low cardiac output syndrome secondary to aortic valvular sepsis and recent cardiopulmonary bypass. Complicating factors are recent cholangitis, stage 3 renal insufficiency, chronic atrial fibrillation, complete heart block.